Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the bd vacutainer® serum blood collection tubes had the stopper creep out our loose closure. This event occurred 5 times. The following information was provided by the initial reporter and translated to english: the customer stated there was a "cap loose."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-14. H6: investigation summary: one (1) customer photo and eighteen (18) customer samples were received for review and analysis. There was one (1) customer sample received with the hemogard shield separated from the tube, two (2)customer samples received identified by customer as normal, and fifteen (15) customer samples received identified as showing less vacuum. Based on the review of the customer sample, the reported issue of the loose cap and low draw is confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported after use the bd vacutainer® serum blood collection tubes had the stopper creep out our loose closure. This event occurred 5 times. The following information was provided by the initial reporter and translated to english: the customer stated there was a "cap loose."